Event description:
Reporter alleged blood glucose measured 353 mg/dl and customer took 7 units of regular insulin. It was reported 1.5 hours later, customer collapsed and woke up hours later where ate something and monitored his glucose levels with a back up meter which were reported normal around 120 mg/dl. Reporter stated not being able to remember the exact values during the alleged incident due to its occurrence several months ago. No medical treatment was reportedly sought or received. A request was made for the return of the suspect product and replacement product was sent.